Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited ventricular over-sensed noise due to the patient's left ventricular assist device (lvad). No intervention was performed. There were no patient consequences.